Event description:
Issues with the charging port of a t:slim x2 insulin pump were reported by the patient, noting that the pump did not consistently pick up a charge and the cord did not always fit well in the port. There was no adverse impact to the customer¿s blood glucose level. The patient declined further follow-up with customer technical support and was in the process of obtaining a replacement pump.